Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
On 10/10/19, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) male patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.